Event description:
User received low sodium results for 11 pt samples. Five examples were provided, one of which was considered discrepant. All results are in mmol per l. Initial result was 129, repeat result was 138. The customer cannot provide results for the additional samples for further eval. The erroneous results were not released.

Manufacturer narrative:
The field service rep determined there were leaking electrode block seals and replaced them. He also cleaned the ise wash tower and primed. To verify analyzer performance, qc and pt samples were tested and within specification.